Event description:
It was reported that 3 years post implant, high threshold was noted on the rv lead and the battery reached eri prematurely. Both the lead and device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) did not meet expected longevity, cause unk